Event description:
The physician advanced the stent system up to the left posterior cerebral artery (pca) and began to deliver the stent in order to cover a basilar artery aneurysm in tortuous anatomy. The stent was successfully placed, however the distal bumpers on the delivery wire were catching on the tines of the stent. It was then the physician noted that the stent tines were not completely opposed to the vessel wall. The physician continued to try and free the delivery wire and during manipulation of the wire the vessel perforated. The hemorrhage was controlled with coiling and the procedure discontinued. No further information is available.

Event description:
The physician advanced the stent system up to the left posterior cerebral artery (pca) and began to deliver the stent in order to cover a basilar artery aneurysm in tortuous anatomy. The stent was successfully placed, however, the distal bumpers on the delivery wire were catching on the tines of the stent. It was then the physician noted that the stent tines were not completely opposed to the vessel wall. The physician continued to try and free the delivery wire and during manipulation of the wire the vessel perforated. The hemorrhage was controlled with coiling and the procedure discontinued. Approximately one month post procedure, the patient was noted to have developed communication hydrocephalus, that was successfully treated with a lumbar shunt. The patient is reported to have had no neurological sequelae as a result of this complication. Approximately five months post index procedure, the patient underwent the second stage of the aneurysm embolization with a y configuration stent placed into the right pca and further coil embolization to fully occlude the aneurysm. The procedure was successful and the patient was subsequently discharged home. It was reported that in the physician's opinion "... The root cause of this complication was device failure - the distal tines did not open. The operator noted this immediately when the device failed."

Event description:
The physician advanced the stent system up to the left posterior cerebral artery (pca) and began to deliver the stent in order to cover a basilar artery aneurysm in tortuous anatomy. The stent was successfully placed, however the distal bumpers on the delivery wire were catching on the tines of the stent. It was then the physician noted that the stent tines were not completely opposed to the vessel wall. The physician continued to try and free the delivery wire and during manipulation of the wire the vessel perforated. The hemorrhage was controlled with coiling and the procedure discontinued. Approximately one month post procedure the patient was noted to have developed communication hydrocephalus, that was successfully treated with a lumbar shunt. The patient is reported to have had no neurological sequelae as a result of this complication. Approximately five months post index procedure, the patient underwent the second stage of the aneurysm embolization with a y configuration stent placed into the right pca and further coil embolization to fully occlude the aneurysm. The procedure was successful and the patient was subsequently discharged home. It was reported that in the physician's opinion" ... The root cause of this complication was device failure - the distal tines did not open. The operator noted this immediately when the device failed."

Event description:
The physician advanced the stent system up to the left posterior cerebral artery (pca) and began to deliver the stent in order to cover a basilar artery aneurysm in tortuous anatomy. The stent was successfully placed, however the distal bumpers on the delivery wire were catching on the tines of the stent. It was then the physician noted that the stent tines were not completely opposed to the vessel wall. The physician continued to try and free the delivery wire and during manipulation of the wire the vessel perforated. The hemorrhage was controlled with coiling and the procedure discontinued. No further information is available.

Manufacturer narrative:
Describe event or problem: corrected the patient status from "no further information is available" and included the details of the second procedure.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Additional information reported by the physician stated "the anatomy of the left pca was tortuous, but not excessively so. I am convinced that the that the root cause of this complication was device failure - the distal tines did not open. The operator noted this immediately when the device failed." The vessel perforated due to the manipulation of the wire. A probable root cause of operational context will be assigned to this complaint because it is probable that procedural or anatomical factors contributed to the stents failure to open properly, thus limiting the performance of the device.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. The most likely cause of the high friction was the tortuous anatomy causing the performance of the device to be limited. Therefore a root cause of operational context was assigned.